Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer's daughter stated customer was taken to the hospital for medical attention. The customer's expected blood results are 170-180mg/dl fasting. Verified test strips expire 03/21/2017. Customer's test strips are being stored in her purse and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:with all the results except 343mg/dl. Customer's daughter is calling about customer's meter. She is comparing it to the doctor's meter. She stated that she took a blood glucose test with her mom's meter on (B)(6) 2015 @ 9:00am and got result 171mg/dl and with the doctor's meter it read 43mg/dl(fasting). Patient was taken to the hospital after tests were taken. She is now out of the hospital and doing well.